Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt that had undercorrected distant vision in both eyes following refractive laser surgery. The pt is a truck driver and was having difficulty seeing road signs. Add'l info has been requested. There are two medical device reports associated with this event. This file is for the left eye.